Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient received treatment using 1.0cc of juvedermvista volite xc from both cheeks to the chin. There was a suspected venous embolism. A few days later the patient experienced redness on the right cheek, without pain. The hcp treated the patient with 1500 of hyaluronidase was injected into the facial venous region (around the erythema, upper lip, base of nasal wings, infraorbital nerve foramen, and near the anterior border of the masseter muscle. The hcp applied a IV drip of vasodilator (div with parx 1a+ ns100. Also, electroporation (vc introduction solution) was performed for the prevention of pigmentation.